Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated the reported slda appears to be related to the patient anatomy. The reported mr was likely a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The steerable guide device is filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. It was noted that the left atrium was large and the patient had a severe ejection fraction. One clip (61028u146) was implanted and the mr was reduced from grade 4 to grade 1-2. On (B)(6) 2017, it was noted that the previously implanted clip had detached from the posterior leaflet, but remained attached to the anterior leaflet (slda). The mr had increased to grade 3-4. A second mitraclip procedure was started; however, while inserting the steerable guide catheter (sgc), the minus knob was turned approximately 180 degrees and then it was noted that the tip of the device would not deflect. A cable break was suspected. A new sgc was prepared and inserted into the patient anatomy. The procedure continued with implantation of one clip and the mr was reduced to grade 1. No additional information was provided.